Event description:
The patient reported being admitted to the hospital on (B)(6) 2025, due to an unspecified issue with insulin delivery after wearing the pod for an unspecified duration. The patient indicated that the hospitalization may have been related to a combination of an insulin delivery or pump issue and a urinary tract problem. According to the acting endocrinologist, the patient was using the omnipod in manual mode at the time of the event and had previously delivered 10 units of insulin. Reported symptoms included severe confusion and loss of consciousness, and hospital staff initially suspected a possible stroke. While the patient was unconscious, the hospital performed unspecified tests and removed both the omnipod and the dexcom g6 glucose monitor. The patient was discharged five days after admission. The patient did not specify whether the hospitalization was due to hyperglycemia or hypoglycemia, or what treatment was administered during the hospital stay.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.